Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿recall of the allergan implants¿, ¿swelling around breast and into armpit¿, ¿enlarged lymph node with smaller noticeable lymph nodes nearby.¿

Event description:
Patient reported "heard about the recall of the allergan implants¿, left side ¿swelling around breast and into armpit¿, ¿enlarged lymph node with smaller noticeable lymph nodes nearby¿, "lymph nodes were enlarged because of some silicone being trapped there", ¿breast is sore¿, ¿tender¿, ¿heavy¿, ¿never sat right¿, ¿left one doesn't looked right, and has been unhappy from the get go¿, ¿left one was upside down¿, ¿continuous discomfort as well as deformity". Device remains implanted.